Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was informed they could continue using the pump and to contact support again if any issues reoccurred.